Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the area around the patients pocket site was starting to swell and it felt like sticking out of the skin. It was unknown if there was an actual skin breakage. No further information could be obtained.